Manufacturer narrative:
Results: leak.

Event description:
It was reported by svc report that hydraulic fluid was leaking at the velocity plug. No adverse consequences have been reported. Investigation into this complaint identified that the leak was not from the velocity plug. The leak originated from the hydraulic fill plug which is located on the same end of the ram cylinder as the velocity fill plug.